Event description:
Product returned with oos report indicating intermittent oversensing. Comments: "chronic oversensing." Supporting documents show numerous episodes with inappropriate detection, charging, and therapy.